Event description:
It was reported that a patient presented in the operating room for a schedule surgery for a system replacement. During the surgery, on an attempt to remove the right ventricular lead, stylet was stuck and the lead was removed with laser. While utilizing lazer near right ventricular appendage, x-ray evidence of pericardial tamponade was noted and blood was removed with immediate pericardiocentesis and tube placement. Pressure quickly normalized. X-ray confirmed that effusion resolved tamponade. The patient regained stability. The three chronic leads, right atrial, right ventricular and previously capped right ventricular leads were transected through the outer sheath and retained segments sutured to the posterior wall of pocket. After the patient stabilized, new right atrial and right ventricular leads from a competitor were implanted. Patient awakened from general anesthesia, extubated, and taken to recovery in good condition.